Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated suppressed results for blood urea nitrogen (bunm) and creatinine (crem) on patient samples. Customer reported that fluid was dripping from the bottom of the modular chemistry (mc) sample probe. Customer reported that quality control (qc) was also suppressed. Customer reported that the suppressed results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the modular chemistry (mc) sample probe was dripping due to the waste valve clogged with gel. The fse cleaned the valve, primed the instrument, calibrated, and ran controls. There was no further issue noted.